Event description:
This device was implanted on (B)(6) 2011. And was explanted on (B)(6) 2014. A product experience report, stated that the lead connected to this device had oversensing. And low pacing impedance of less than 200 ohms. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).